Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7074545.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted products were disposed by facility.